Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device intermittently displayed a "test failed" message during the self-test of the device. The complainant indicated that there was no pt involvement in the reported malfunction.